Event description:
The customer reported that following a ptca/stent procedure, a vasoseal vhd collagen plug was deployed in the pt. The pt was discharged from the hosp the next day. Twelve to fifteen hrs later, the pt noticed redness, drainage, rapid swelling, and tenderness in the right groin area. The pt's white blood count was normal (7,300), the blood cultures showed no growth, and the wound culture grew staph aureus. The ultrasound was negative for pseudoaneurysm and it only revealed soft tissue swelling. No fever was documented. The pt was admitted to the hosp for four days and IV antibiotics were administered. The pt's puncture site was assessed on 4/28/99 and neither redness nor swelling was observed. The pt was discharged on 4/28/99 on home antibiotics for 10 days. No further complications were reported.